Manufacturer narrative:
Reliability analysis was unable to confirm the insertion anomaly due to the customer returning the sensor only. No needle was returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's sensor did not have a needle. The customer's blood glucose was unknown. The sensor is being returned for analysis and replaced.